Event description:
It was reported that during treatment with one unit of prismaflex m100 set c, an external fluid leak was observed from the waste bag after about using it for forty six (46) hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter city: (B)(6). The actual device was not available. The customer reported that an external fluid leak from the drain bag that occurred 46 hours after treatment started. However, the prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. Furthermore, the prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Only one bag is provided within the sets since this bag is the one needed to prime the set and to start therapy. Since therapy duration and prescribed doses vary for each patient and therapy, spare bags should be used. Based on the above, the cause identified for the reported event is an unintended use of the effluent bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.